Event description:
A false motor stall due to telemetry state was reported. The patient¿s pump was interrogated on the day of the report about an hour before the patient went to the or to have the pump replaced due to eri. The immediate status of ¿motor stall occurred¿ was observed on the 8840 programmer. The logs were read and the date of the motor stall occurred on (B)(6) 2013 at 8:55. On (B)(6) 2013 the logs read ¿pump tube may have exceeded tube set¿. There was no log of a motor recovery and no alarms were noted. The drug expected residual volume was 9.3 ml¿s. The patient complained of increased pain, but they could not remember if they had withdrawal symptoms in (B)(6). In the or, the drug from the pump was aspirated and the total volume was approximately 10 ml¿s. This was noted to be within specification. The patient¿s pump was filled with preservative free saline, and it was decided by the managing physician that drug therapy would resume in about two weeks. At that time, the patient¿s new pump would be filled with drug. The patient¿s status was alive and without injury. The medications used within the system were sufenta and dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter (B)(4). Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and/or lubrication of the motor, as well as a stall due to the shaft bearing. Residue and shaft wear were found on the upper shaft of the rotor magnet. Some residue and discoloration was also found on the jewel where the upper shaft of the rotor magnet inserted into the top bridge assembly.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.